Event description:
It was reported "this package didn't seal very well as you can see on the pictures that it was sealed together with the plastic cover. Because we found this defect in our company, so we didn't send it to our customers and remained unopened in our storeroom." Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Common device name: tape and bandage, adhesive. Product code: kgx. Complainant street address: (B)(6). Affiliation:china spring. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Photograph has been received for this complaint, which was evaluated in accordance with wi-0359. On photo is visible that the product is sealed into the peel-pack weld. Batch record review was conducted resulting in following: uno drain fix 685 m (20/160)ster int in question was manufactured under sap material ID 1301278 and manufacturing lot # 1c03887. The securement was produced, visually checked under subassembly lots 1c02360 and 1a02912 on machine c080 and then packed in peelpacks (pouch) under lot 1c03887 on april 2021 on center c2 on machine p013, with total lot amount (B)(4) pcs. Lot #1c03887 was sterilized under lot 2173-18676a and released based on the review of results of sterilization provided by sterilization company steris. All the results were within specification and products were released in compliance with (B)(4). The production process, in-process control, testing result, packaging of products run according to the process instruction pi41-017 for subassembly process drainfix. Visual inspection of securement products acc. To tm-296sk was performed by quality assistant on beginning of order, on beginning of every shift and after every hour. Packaging was done on p013 according to the process instruction pi41-013 for packing of sterile securements products. During packing process following tests are performed: burst test to evaluate strength of the weld, water leakage test for detection of holes in primary pack, peel test to check correct opening of the seal and 100% visual inspection for detection of any defects on packing. Based on the available record, all tests were performed and all results were within specification. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots. Two another complaints were registered on the lot and related to this issue: tw1514750, 1529241. Issue is related to CAPA tw1322007 - drainfix packaging issue. It was determining CAPA action: update pi41-013 for correct inserting the products to the cavities - packaging work instruction. CAPA is in close-done state. Product with lot 1c03887 was manufactured after implementation of CAPA tw1322007. Most probable reason of the failure is that operator didn´t separate non-conform products. Only two defective products were found. We will monitor if there is rising trend of complaints related to the issue in question. We register 3 complaints on the issue product sealed into the peelpack, where products were manufactured after implementation of CAPA tw1322007. Both lots were manufactured before implementation of increased control with one operator extra. During packing process of first complaint was present also new operator. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 . Manufacturing site:3005778470.